Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had wear and tear noted on white power cable of patient's system controller. There was a breakdown in the bend relief. The patient's controller was exchanged without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller dual power cable strain reliefs was confirmed via evaluation of the returned system controller (serial number: (B)(6). Visual inspection of the returned system controller revealed that both power cables strain reliefs on the connector side were damaged. Evaluation of the power cables also revealed slightly elevated resistance in the underlying conductors in both power cables. The power cables were tested for current leakage and passed without issue. However, the controller successfully operated in a mock circulatory loop for an extended period of time without any problems or atypical alarms produced. The outer jacket was removed from the power cables for additional inspection, and a green contaminate consistent with fluid ingress was observed on the underlying wires. The root cause of the damage to the system controller power leads could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables and power cable connectors for dirt, grease, or damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 26jan2018. No further information was provided. The manufacturer is closing the file on this event.